Event description:
It was reported that the patient was having diaphragmatic stimulation. Lead polarity was reprogrammed. The patient is a participant in a post market study called the system longevity study. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was later reported that the patient experienced extracardiac stimulation and diaphragmatic stimulation after a routine device replacement, and the lead pacing polarity was again reprogrammed and the lead remains in use. The patient was also a participant in the (B)(6) study. No further patient complications have been reported as a result of this event.